Event description:
Maude event report indicates pt had 4 pedicle screws implanted and immediately began having problems. Pt reported she could feel the screws and medical provider said this would go away. It did not. Pt reports seeing 9 specialists in 5 years and multiple pain mgmt doctors, indicates she has had numerous MRI's and x-rays and screws keep coming loose. Pt reports, her dr says he put one in wrong and they are too big for her bones. Pt says something is wrong with every disc, one cracked during insertion, if she lays on one side the other goes numb, has developed allergies and a limp, has progressed from a cane to a walker, and is now totally disabled. Pt indicates she was healthy before implantation of the device and is now divorced because of this condition.

Manufacturer narrative:
Maude event report indicates the implants remain in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.